Event description:
It was reported that the insulin pump alarmed button error, battery out limit, and an unresponsive keypad. The blood glucose reading was 410 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit received with cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.